Event description:
It was reported that the patient presented with acute myocardial infarction and a procedure in the mid left anterior descending artery was performed. Two vision stents were advanced but could not cross the target lesion and were removed without issue. A 3mm x 18 mm vision was advanced over the grandslam guide wire, positioned across the target lesion. During stent deployment the vision stent implant partially dislodged from the balloon that was inflated at 14 atmospheres for 10 seconds. Additional dilatation with a 2 mm x 20 mm voyager resulted in full apposition of the stent to the vessel wall, partially in the lesion. Three additional stents were deployed at unspecified locations followed by balloon dilatation without reported issue. The procedure log noted that anticoagulant medications were discontinued and a perforation/dissection was noted. A 3 mm x 12 mm graftmaster was advanced but the stent dislodged partially from the balloon. A 2mm x 20 mm voyager was used to appose the stent to the vessel wall. A second 3.5 mm x 19 mm graftmaster was advanced but could not cross the lesion despite several attempts and was removed from the anatomy. The perforation/dissection was ultimately treated by the balloon dilatation and additional stent placements. The patient was discharged four days post stent procedure in good condition. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but is not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. The patient anatomy was moderately calcified which likely contributed to the failure to advance. Due to the inherently serious and emergent use of the graftmaster device, the perforation itself and/or the failure to treat the perforation may have possibly resulted in a cascade of patient effects such as hemorrhage and additional treatment; however, their relationship to the device, if any, could not be determined. In this case, the reported failure to advance appears to be related to the operational context of the procedure. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 1.5mm x 15 mm; 2mm x 20 mm; 2.5mm x 20mm; 3mm x 15mm; 3mm x 20 mm; 3.5mm x 15mm voyager. Guide wire: 0.014 balance middleweight universal 190cm, 300cm; 0.014 asahi grandslam; 0.014 doc. Inflation: 20/30 high pressure kit. Guide cath: 6 fr ; medtronic 3 ebu; 7 fr scimed 3 vl. Sheath: terumo 7 fr. Stent: 2.5 mm x 28 mm mini vision; 3.0x28 vision; 3.0x18 vision; 3mm x 12mm graftmaster other: heparin; integrilin. The 3mm x 12mm jostent graftmaster (part# 12744-12, lot# unk) and the 3.0x18 vision (part# 1007848-18, lot# unk) are being filed under a separate medwatch MFR numbers. The customer reported the stent delivery system was discarded. The lot number was not identified; therefore, a device history record review could not be performed.